Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed magnesium patient results while using the architect c16000 analyzer. The following data was provided. The customer uses normal range 1.5 to 2.6 mg/dl. Initial 1.1, repeat 2.3 previously, result for the patient was 2.1, however the test date and method were not provided. No impact to patient management was reported.

Manufacturer narrative:
An abbott field service representative was dispatched to the account and found the mixer (part 09d59-02) was damaged. The mixer (part 09d59-02) and the reagent probes r1b,r2a (r) (part 09d49-02) were replaced. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a labeling review, instrument log review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.